Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and the deflection got stuck inside patient. The catheter was drawn out from the patient on a deflected position. Procedure was completed without patient consequence with a similar like device. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is being reported because the curve is stuck in deflected position with full tension on curved tip. This could potentially cause vessel damage or cardiac structure damage during forceful withdrawal.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since lot # 17130147m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and the deflection got stuck inside patient. The catheter was drawn out from the patient on a deflected position. Procedure was completed without patient consequence with a similar like device. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is being reported because the curve is stuck in deflected position with full tension on curved tip. This could potentially cause vessel damage or cardiac structure damage during forceful withdrawal. After initial submission, additional information was received informing that there was slight difficulty removing the catheter since it was stuck in a partially deflected position and could not be straightened; however, no physical damage was observed in the device. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and it was found in normal conditions. It was received in neutral position. The catheter was tested for deflection and it passed specification. The catheter did not get stuck at any moment. X-ray was performed to verify the internal assemble of the tip section and handle show the deflection puller wires are in normal condition. The outer diameter measurements were taken and they were found within product specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)